Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was intermittent noise on the right ventricular (rv) lead. It was also noted that the lead had fractured. The lead remains in the patient with detections turned off. No patient complications have been reported as a result of this event.